Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same date as the event onset, the patient was hospitalized and began antibiotic treatment with meropenem injection (1gm, intravenous, once daily, not reported if ongoing) for peritonitis. At the time of this report, the patient was recovering from the events but was reported to be discharged from the hospital on an unknown date. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.